Event description:
It was reported that while using the surgical fiber during a prostate procedure, the excessive fiber life activity message was received at 13,121 joules of use. The procedure was completed using a second fiber. Patient outcome: "no patient injury".

Manufacturer narrative:
Fiber analysis: the fiber's glass cap was found to be fractured; the fiber proximal to the fracture was found to rotate independently of the metal cap. Charring of the metal cap and devitrification at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.